Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that while the patient was in the hospital for renal failure they received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was determined to be inappropriately administered due to oversensing of t waves due to low r wave amplitudes. It was noted the patient had received inappropriate shocks approximately five years earlier. Boston scientific technical services (ts) discussed that the rhythm can change when in renal failure and may change again if patient ends up on dialysis. A new sensing vector was programmed. No adverse patient effects were reported.